Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set separated between the tubing and the male luer adapter of the device. The tubing became loose above the male luer adapter during preparation/setup with no pressure other than gravity. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.